Manufacturer narrative:
The device has not been returned for eval. (B) (4)

Event description:
The suture broke during surgery and the ts remained in the pt unsupported. A new insertion site was made in order to complete the repair.